Manufacturer narrative:
(B)(4). The event of inflammation, redness, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported 2 weeks after injection with unspecified juvederm voluma in the cheeks they developed inflammation and redness "about the size of a nickel at the injection sites." The patient was reviewed by the injecting healthcare professional and prescribed a "z-pak." The physician directed the patient to start a second "z-pak" treatment if they completed the first treatment and the symptoms had not resolved. Symptoms started resolving with the first "z-pak" but symptoms flared up again and the patient started the second "z-pak." Follow up with the injecting healthcare professional clarified 2 weeks after injection with juvederm voluma xc in the anteromedial, submalar, and zygomaticomalar mid-face regions, the patient developed erythema and inflammation in the right anteromedial region. Patient was treated with zithromax, a kenalog injection "to reduce inflammation", hyaluronidase, retin a, and hydroquinone. A restylane injection "for contouring of deficit after hyaluronidase injection" was given to patient approximately 4 weeks after treatment with hyaluronidase. Additional treatment with "antibiotics" was prescribed by the patient's dermatologist. The injecting healthcare professional believed the patient symptoms were "probably" related to the juvederm voluma xc injection due to "multiple injections in a one-1.5 cm area." Patient symptoms, including "the infection" resolved approximately 2 months after symptom onset.